Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 300 mg/dl and wet infusion set headset adhesive for the past 3-4 weeks. The patient changed the infusion set and bolused through the infusion device and via insulin pen to lower his blood glucose. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.